Event description:
It was reported that a spectrum iq infusion pump alarmed air in line error during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name d3: device manufacturer name d4: model # d4: unique identifier (UDI) # g4: combination product additional information. H11: the device was received for evaluation. During functional testing , "air in line error" was reproduced . A review of the event history log revealed the reported issue of air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.